Event description:
It was reported that this brady lead was a case of an attempted implant due to lead dislodgement for several times and the helix was damaged in the process. This brady lead was replaced with the same model and not implanted. No adverse patient effects were reported.